Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the push pull rod broken at handle assembly area. A potential cause of this damage is the application of an excessive force on the device that causes the push pull rod to be broken during transit. However, no conclusion could be reached as to what may cause the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon asked the nurse to open a pouch and when she tried to open it, the pouch broke into two pieces. Another device was used to complete the procedure. There were no adverse consequences for the patient.